Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In december 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pain ("increasingly severe pain"), discomfort ("discomfort"), back pain ("back pain"), abnormal weight gain ("excessive weight gain"), abdominal distension ("excessive abdominal bloating"), anxiety ("anxiety"), tooth disorder ("dental issues"), dysgeusia ("metallic taste"), dizziness ("dizziness"), vision blurred ("blurred vision"), headache ("frequent headaches") and fatigue ("chronic fatigue"). Essure treatment was not changed. At the time of the report, the pelvic pain, pain, discomfort, back pain, abnormal weight gain, abdominal distension, anxiety, tooth disorder, dysgeusia, dizziness, vision blurred, headache and fatigue had not resolved. The reporter considered abdominal distension, abnormal weight gain, anxiety, back pain, discomfort, dizziness, dysgeusia, fatigue, headache, pain, pelvic pain, tooth disorder and vision blurred to be related to essure. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received: reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.